Event description:
The customer tested his blood glucose using his contour and contour usb meters. The usb meter read 167 mg/dl, while the contour read 75 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer.